Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth & square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
The iab leaked after iabp for 10 minutes. Blood was noted in the tubing & the iab was removed. A second iab was inserted into the pt. The following was reported to datascope on 6/25/98: there was no pt injury or complication as a result of the event. [Event complications]: none from the event- reported 6/3/98 & 6/25/98. [Pt's current status]: s/p ptca with stent.